Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 10-mar-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6) ubd: 02-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the patient stated that they are trying to schedule an MRI but they need a number of their lead. Additionally patient mentioned that their lead moved and at this point patient would want to the have implant removed. When asked if the MRI is related to the stimulator patients aid it was totally unrelated. Patient said that they wanted to removed the implant as it didn't do what it was supposed to do. Patient added that they started noticing that when they turn on the stimulator they would feel like they are getting stab on the ribs so patient knows that the lead moved. Agent provided the lead information.